Manufacturer narrative:
(B)(4).

Event description:
There was noise noted on the lead. The lead was explanted and the patient was stable.

Manufacturer narrative:
The field report of noise was confirmed. As received, a complete lead was returned in one piece. External abrasion breaching the outer insulation was found proximal to suture sleeve tie impression consistent with friction to the device can. The exposure of outer coil in this location likely caused the noise reported in the field. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damage found on the lead is consistent with that occurring at explant procedure.